Manufacturer narrative:
Results: the reported event for "discomfort" was not be confirmed. As received, the returned ipg was not able to communicate with a test patient programmer due to battery depletion. Visual inspection did not show any anomaly that could have contributed to discomfort.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of pain at her scs ipg site. The patient stated she has not used or charged her scs system in approximately one year, and has decided to have the ipg explanted. Follow-up identified the patient had her entire scs system removed on (B)(6) 2014.